Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. 08/21/2025 04:48:08.000 to 08/21/2025 04:49:29.000 failedbatttest (58). Battery cycle 3.0 received the lowbatteryalert (104) on 08/01/2025 23:28:00 after more than 7 days at 14.66 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/18/2025 07:27:00 after more than 7 days at 13.51 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected pump error 63 alarm noted during the testing. Successfully downloaded history files using thump. However at adapt found critical alarm pump error 63 alarm date and time: 08/12/2025 17:17:59.000, 08/21/2025 04:48:05.000 hardwareerroralarm (63) linenumber 5768, filenumber 632 variable 21. [Hardware] problem isolated to the electronic assembly. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay. Unit battery cap function properly, no corroded found. Failed battery test not confirmed. Battery cap contacts missing/damaged not confirmed. Pump error 63 confirmed due to suspecting hw error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm and a pump error 63(hardware low level failures). The customer also reported that the battery cap contacts were missing, damaged or corroded. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the pump error, the customer was able to clear the alarm and complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan per healthcare professional instructions. Troubleshooting was performed for the battery failed alarm and the customer will be provided with a battery cap replacement. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.